Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was discolored / abnormal additive form within the tube. The following information was provided by the initial reporter: the customer stated: "could you let us know how many different types of cpt tubes bd has? The reason I asked is because we found the buffy coat is not clear when we use this tube. We compared it with manual ficoll method."

Manufacturer narrative:
The following fields were updated due to corrections and additional information: d.3. Medical device manufacturing name: becton, dickinson & co. (Broken bow). D.4. Medical device lot number: 0261495. D.4. Medical device expiration date: 2021/30/09. G.1. Manufacturing location: becton, dickinson & co. (Broken bow). H.4. Device manufacturing date: 2020-09-17.

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier -separation/insufficient buffy coat were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the retention lot samples. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. Testing of retention samples was satisfactory. A root cause could not be determined.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was discolored / abnormal additive form within the tube. The following information was provided by the initial reporter: the customer stated: "could you let us know how many different types of cpt tubes bd has? The reason I asked is because we found the buffy coat is not clear when we use this tube? We compared it with manual ficoll method."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was discolored / abnormal additive form within the tube. The following information was provided by the initial reporter: the customer stated: "could you let us know how many different types of cpt tubes bd has? The reason I asked is because we found the buffy coat is not clear when we use this tube? We compared it with manual ficoll method".